Event description:
On 08/07/2023, it was reported by a sales representative via sems that an ar-9236-01pp glenoid trials central peg broke off. This occurred during a case, with no patient effect reported. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion/extraction of the trial.

Event description:
On 08/22/2023, the following additional information was provided: "when did this event occur? (B)(6) 2023. What type of case did this occur in? - total shoulder. Were all fragments retrieved? - yes. Did the failure occur during insertion of the device? - yes".